Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Treatment day was (B)(6) 2012, not (B)(6) 2013. Facility was not selected in the initial submission. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Treatment day was (B)(6) 2012.

Event description:
The clinic reported that a laser vision correction patient presented with filamentary keratitis on (B)(6) 2013 in both eyes. Treatment day was (B)(6) 2013. It was reported that patient had loss of best corrected visual acuity (bcva). Patient is complaining of blurred vision and foreign body sensation for the last 6 months. Bcva right eye 20/20 pre-op and 20/20 post op; bcva left eye 20/20 pre-op and 20/30 post op.